Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction/resistance with the anatomy and/or other devices resulted in the reported failure to advance. Manipulation of the device and/or inadvertent mishandling resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion. After a failed attempt to cross, the whisper extra support guide wire broke in two pieces inside the patient. A snare device was used to retrieve the separated segment. Another device was used to continue the procedure. There was no reported adverse patient effects or a clinically significant delay in the procedure. No additional information was provided.